Event description:
Related to MFR report # 2183959-2012-02594. It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with an unknown device due to a "vaginal condition that required surgical intervention for repair". It was alleged that the plaintiff had " pain, discomfort, dyspareunia and infections", "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages". It was alleged that the plaintiff had "permanent injuries", the "mesh" " has eroded" and the plaintiff has "dense scarring".

Manufacturer narrative:
The model implanted in this patient was not specified. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.